Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that metal shavings came out of the handpiece during testing prior to the start of a repair dip joint procedure. The metal shavings did not enter the surgical site, and this did not affect the patient. There was no patient or user injury, and the procedure was successfully completed with another set.